Manufacturer narrative:
The investigation was unable to determine a definitive root cause, however, the maintenance performed by the fse seems to have resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned 14 patient samples tested for either calcium or urea on a cobas 8000 c 702 module. Based on the data provided, the results for 4 patients were discrepant. Patient 1 initial calcium result was 1.85 (unit of measure not provided). The repeat result was 2.34. Patient 2 initial calcium result was 1.96. The repeat result was 2.45. Patient 3 initial calcium result was 1.65. The repeat result was 2. Patient 4 initial urea result was 6.9 (unit of measure not provided). The repeat result was 11.8. It is not known if any erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. On (B)(6) 2018 the field service engineer (fse) visited the customer site and found water over flowing in the cuvettes. The fse adjusted the water levels, cleaned rinse nozzles with fishing wire and cleaned out 2 tubes from a rinse station to the vacuum vessel. The tube from the top of a sample syringe was cleaned down to the probe. A sample probe was aligned. Rinse levels were checked and were acceptable. The fse found that the photometer values were fluctuating and replaced the lamp and the heat cut filter. The lens and windows were cleaned. Afterwards, photometer values were stable. The customer ran qc with acceptable results. The customer has had no further issues since the service visit.